Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product unavailable for analysis.

Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, a patient death occurred. The target lesion was located in the right coronary artery. The reference vessel diameter was 3.5mm and the lesion length was 24mm. Pre-procedure was 85% stenosis and post-procedure was 5% stenosis. A 3.5x24mm liberte stent was implanted. No information if direct stenting was attempted. The procedure was a technical success. The patient was discharged 1 day later with unstable angina type iiib. Medications were asa and clopidogrel. The patient experienced sudden cardiac death. No further information available.